Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, a bia400 abutment was removed (date not reported). Procedure performed under general anaesthetic. No skin revision was performed and no infection was present. No replacement of abutment as this patient will progress to become a participant in a clinical trial.

Manufacturer narrative:
This report is submitted november 1, 2018.